Event description:
No change to initialy reported event.

Manufacturer narrative:
D11: medical product:ncb screw, ø5.0 x 36 mm, item# 02.03150.036, lot# 2886110 therapy date: (B)(6) 2017. Medical product:ncb screw, ø5.0 x 34 mm, item# 02.03150.034, lot# 2894266 therapy date: (B)(6) 2017. Medical product:ncb screws, item# unknown, lot# unknown therapy date: (B)(6) 2017. Medical product:ncb locking cap, item# 02.03150.300, lot# 4501553223 therapy date: (B)(6) 2017. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. A trend considering the following event is identified: fracture of the plate. Event description: the ncb plate was revised after 4 months in vivo due to a fracture of the ncb plate. Review of received data: review of surgical notes: no surgical notes were received for investigation. X-ray analysis: there are four x-rays at hand taken on (B)(6) 2017. They show the situation in the left distal femur after the revision of the ncb plate. The x-rays show plates on the medial and lateral side of the distal femur that seem to fix a fracture located above the knee prosthesis. Devices analysis: visual examination: the broken plate, ten screws and ten locking caps were received for investigation. The fracture of the plate is located through the middle of the ninth hole (counted from proximal). In the eleventh hole (counted from proximal) a ncb cable button is threaded into the ncb plate. The fracture surfaces are partially polished, most probably due to contact between the parts after the fracture. On the fracture surfaces, beach lines are visible which point to a fatigue fracture.. The fracture origins are located at the beginning of the chamfer on the non-bone-facing side (area marked with circles). As far as visible no defects that could have triggered or favoured the fracture could be found on the fracture surfaces. The thread of the ninth hole, on the proximal fracture surface side, shows some areas with slight wear and deformation. Some of the screws have a partially damaged thread. The locking caps show some damage in the form of deformation, probably from revision surgery. Root cause analysis: root cause determination using rmw: breakage of implant due to movement between implants leads to notching / fretting not possible no signs of notching / fretting. Breakage of implant due to inadequate implant design & material (fatigue strength lifetime of the device) not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to chemical / galvanic / crevice corrosion of material not possible no signs of corrosion. Breakage of implant due to wrong interpretation of in situ device position and/or dimension not possible no dimension issue. Breakage of implant due to wrong interpretation of x-ray template for dimensions not possible no indication given that there was a dimensional issue based on wrong x-ray template interpretation. Breakage of implant due to user perform inadequate force to the plate possible, it could be that the user performed inadequate force. No surgical report available. Breakage of implant due to user define incorrect placement of the spacers and plate not possible no spacers were used. Breakage of the implant due to user performs inadequate forces to the plate possible, it could be that the user performed inadequate force. No surgical report available. Breakage of the implant due to user perform improper handling of the plate during insertion possible, as no surgical report available. Breakage of the implant due to wrong/ incomplete information about limitation and postoperative restriction possible, it is possible that wrong/ incomplete information about limitation and postoperative restriction were given. Breakage of the implant due to patient do not follow the postoperative protocol possible, it is possible that the patient did not follow the protocol and therefore the plate was over stressed. Breakage of the implant due to patient do not follow the postoperative protocol possible, it is possible that the patient did not follow the protocol and therefore the plate was over stressed. Conclusion summary: the ncb plate was revised after 4 months in vivo due to a fracture of the ncb plate. The fracture surfaces point to a fatigue fracture. As far as visible no defects that could have triggered or favoured the fracture could be found on the fracture surfaces. The thread of the ninth hole, on the proximal fracture surface side, shows some areas with slight wear and deformation probably due to contact with a screw cap and/or screw head. However, it stays unknown if this contact is a concomitant to the fracture or if happened before and could have contributed to the plate fracture. The zper reported that the patient stumbled over a bag and fell on the left knee. As the complete x-ray follow-up and/or further clinical information is not at hand it stays unknown if and how this fall influenced the fracture of the plate. More, the origin and development of the fracture above the knee prosthesis, observed in the post-operative x-rays, remains unknown. Based on the retrieval investigation it can only be assumed that the fatigue fracture is the result of an overload. The overload could have been influenced by the patient¿s fall and/or by a possibly not properly fused bone fracture. Based on the product investigation and the available information a root cause for the fracture cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Where lot number was received for the device, the device history record were reviewed and found to be conforming. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. X-rays and surgical reports were received and will be reviewed as part of ongoing investigation. An e-mail requesting the following additional information was sent on november 29, 2017 to the appropriate representatives. Surgical report, other reports (specify), all available pre-operative x-rays with printed date, all available intraoperative pictures, patient¿s name, was there any serious injury to the patient?, does the device/product has malfunctioned or failed to perform as intended? If yes, explain circumstance. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that a patient was implanted with a ncb®, femur plate, left, 9 holes, 246 mm on (B)(6) 2017 on the left side. On (B)(6) 2017 the implant fractured as the patient stumbled over a bag and fell on the left knee. The patient was revised on (B)(6) 2017.